Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2015. During the procedure, a dural tear occurred upon a laminectomy being performed for lead placement. In turn, the tear was sutured and the procedure was completed successfully. It was noted the patient had minimal symptoms and the physician placed the patient on bedrest for 2 days, which resolved the reported issue.